Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 543mg/dl with a headache associated with a time and date reset. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Reportedly, the pump¿s time and date settings reverted to default when the battery was out of the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error in incorrectly verifying the time and date settings.

Manufacturer narrative:
The alleged time and date issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.